Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional devices associated with the event: controller / unknown / unknown / exp. Date: unknown. Device available for evaluation. Mfg. Date: unknown; labeled for single use. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the clinic and complained about low flow alarms. The ventricular assist device (vad) coordinator mentioned that she heard the low flow alarms while the patient was at the clinic, however, she was not able to see the alarms on the controller's screen. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: hvad pump (B)(4) and controller of unknown serial number were not returned for evaluation. The reported "low flow alarm" event could not be confirmed via log file analysis since log files covering the event date were not available for analysis. The reported event of "unable to see alarms on controller screen" could not be confirmed due to insufficient evidence. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on review of risk documentation, possible root causes of low flow events may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, constriction in the outflow graft, poor vad filling. Applicable risk documentation and experience with events of similar circumstances were considered; events with display error can be attributed, but not limited, to a display connection failure, faulty component in the display circuitry of the printed circuit board and/or due to a faulty lcd display module. Additional products: controller, unknown d10: no h6 FDA conclusion code(s): 92 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.